Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl. The patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports being unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.